Manufacturer narrative:
(B)(4). A batch review will be performed.  If the sample is becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13h031 was manufactured between august 15, 2013 and august 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of a defective device was unable to be confirmed. Upon receipt, a broken syringe tip was visually observed (via the naked eye) inside of the fill-port. The syringe tip was removed from the fill-port and a similar syringe was used to functionally test the infusor unit. During the functional test, the syringe was inserted into the infusor's fill-port and turned in a clock-wise direction until it could no longer be turned. Thereafter, the syringe was turned in a counter-clock-wise direction in order to remove the syringe from the fill-port. As a result, the syringe tip did not break or stick inside of the fill-port. Based on the evaluation finding, the infusor product met product specification and is therefore a conforming product. No additional defects were found during the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor had the coiled tubing pop out of the fill port upon completion of filling and would not allow recapping. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.